Manufacturer narrative:
Complaint review: there was no repair history on file for this handpiece. Investigation : the handpiece was forwarded, to the manufacturer (nakanishi) for an analysis and investigation on (B)(4) 2014. As of this report no additional information has been received. Upon receipt from the dentist of the device involved in the MDR event. Nakanishi conducted a failure analysis of the returned device that included an attempt to measure the temperature of the operating device ((B)(4)). These activities are described in more detail below. Methodology used: the device was configured for temperature testing in the exact state in which it was returned. Specifically, no lubrication or cleaning was performed on the returned device before this first test in order to characterize the device under conditions that would duplicate the use situation at the time of the event. Temperature sensors were first attached to the exterior of the device at two test points (i.e.. Head and cap). The test set up was prepared to take temperature measurements at all points simultaneously, including a reference measurement at ambient room temperature. Nakanishi attached a thermocouple (sensor to measure a temperature) to each of the testing points. Nakanishi rotated the handpiece at 40,000 rpm. Which is maximum rpm for the motor that drives the handpiece (200,000 rpm for the handpiece). With water spray and measured the exothermic situation. Nakanishi measured the temperature rise of the returned handpiece set at 200,000 rpm (motor revolution 40,000 rpm). Nakanishi confirmed the temperature reached 56.3 degrees c at the head and 65.9 degrees c at the cap 50 seconds after the beginning of the measurement. 5 minutes later, nakanishi measured the temperature again and confirmed that the temperature was approximately 40 degrees c at the both points. Identification of the specific failure mode(s) and/or mechanism(s) and the associated device components(s) involved: nakanishi disassembled the handpiece and performed a visual inspection of the inside parts. Nakanishi observed some debris and shavings from the ball bearing. The amount of oil observed inside the handpiece indicated that the device was not adequately cleaned. Due to the oil level observed, as well as the presence of some abrasive powders in the handpiece. Nakanishi reassembled and washed the handpiece using nakanishi pana-spray. Nakanishi observed dirt/debris being expelled from the head of the handpiece by using a white filter to catch anything that was expelled. After cleaning and lubricating, the handpiece was reassembled as defined in the operations manual. Nakanishi measured the temperature of the handpiece. Even after cleaning, nakanishi still observed a rise in temperature. Conclusions reached based on the investigation and analysis results: nakanishi identified that the cause of overheating of the returned device was due to some debris and shavings from the ball bearing. The debris and shavings observed caused damage that resulted in abnormal rotational resistance, which would result in the handpiece overheating.

Event description:
This MDR is being reported at this time as part of our internal review of past complaints and service records. Due to the incident being in the past, we are limited in the information that we can obtain from the initial complainant. The following information is from a distributor to nakanishi inc. (Nsk), regarding a device manufactured by nsk. Event summary: according to the distributor, handpiece touched the corners of patient's mouth during #6 crown removal treatment. And the patient complained it was hot. After this treatment. The dentist found that inside of the patient's cheek was burned. The dentist gave the patient an ointment and monitored the healing progress. When the patient came back to this dental office. The burn was healed. This adverse event occurred at the end of (B)(6) 2013.